Event description:
It was reported that the hand activiation buttons on disposable did not work. A second disposable was used with same result. The case was completed using the foot pedal. No pt consequence report.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.